Manufacturer narrative:
On previously submitted report section product brand name was incorrect. In this report section product brand name has been updated/corrected.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for dp null valve step. The device's porting block adapter and caps, active exhalation module were replaced to address the issue. Device passed all testing.